Event description:
A report was received that the patient was charging frequently and it was not lasting as long as it used to. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the device passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patient was charging frequently and it was not lasting as long as it used to. The patient underwent an ipg replacement procedure and was doing well postoperatively.